Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, one day post leadless implantable pulse generator (ipg) implant, an increase in thresholds was observed. The ipg was reprogrammed and remains in use. No patient complications have been reported as a result of this event.